Event description:
The customer reported there was no image from the scope when preparing the device for use although patient data was displayed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus. Analysis is anticipated but has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5).

Event description:
Customer confirmed it was a therapeutic laparoscopic cholecystectomy procedure. A otv-s7h-1n device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (loss of image) was confirmed. Additionally, the repair center found the camera cable was cut and there was liquid invasion through the cracked boot. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image is due to liquid invasion that entered through the cut cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.